Event description:
A cartridge error was reported by the customer after loading a new cartridge into the pump, resulting in a cartridge change error. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer to inspect the o-ring and the pneumatic tap area, instructing them to clean and attach the cartridge properly to the pump. Despite following the troubleshooting steps and completing a new cartridge fill, the customer was unable to successfully load the cartridge onto the pump, leading to a minimum fill notification.